Event description:
It was reported that the ventilator generated technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The investigation findings confirm that there was no problem with the device. The UDI information is not available since the device was manufactured before 2015.